Event description:
It was reported the pt did not have stimulation, and was unable to communicate with the ipg using the external devices. The sjm rep met with the pt and confirmed the issue. The pt reported he had stopped charging the ipg several months before. Follow up identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2014-0461 and 1627487-2014-04062. Further review of the medical record received on (B)(6) 2015 identified the patient's entire scs system was explanted on (B)(6) 2014. Please see MFR. Reports: 1627487-2015-11745 and 1627487-2015-11745 _001 for ipg details.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2014-04061 and 1627487-2014-04062.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.